Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies were found. As returned, the device operated as intended and no failure was detected. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the spring did not hold the trial femur/implant in the setting instrument firmly. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.